Event description:
While troubleshooting an alarm, the technical service representative (tsr) asked the home patient (hp) to turn the spike on the heater bag. The hp stated that she has a hard time with the spikes. The hp stated that she turned the spike. The tsr asked the hp to press go. The hp stated that she was going to turn the spike one more time. The hp stated that the spike came out of the bag. The tsr explained that the hp would have to start over with all new supplies. The hp stated that she was unable to lift the bags or spike them. The tsr recommended that the hp contact the registered nurse (rn). The hp stated that she would call her neighbor to set up the home choice (hc) with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that there were no defects seen on the cassette or bag. The hp had a helper set up the bags and the hp stated that the spike must have not been in all the way. The hp had a friend come down and re-set up the supplies and the hp was able to continue with therapy. The hp has been doing well and has been continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). A sample was not available.